Event description:
On (B)(6) 2011, company representative reported that pt was hospitalized. She was notified by a hospital physician and did not have additional info. Follow-up was completed with mother on (B)(6) 2011. Mother reported pt was hospitalized on (B)(6) 2011 due to hyperglycemia. Mother believes the infusion device displayed an e4 occlusion error when pt tried to bolus for dinner. He changed the infusion site but was unable to clear the error message. Mother reported pt has a "habit" of not changing the infusion site. Pt was admitted to the hospital around 11 p.m. And blood glucose was 557 mg/dl. Pt was taken off the infusion device and treated with an IV and insulin injections. Blood glucose has decreased to normal range of approx 100 mg/dl. Mother reported a diabetic educator and a dietician would meet with pt and he might be discharged on (B)(6) 2011. Mother reported pt was using the backup infusion device because the primary replaced infusion device was never programmed. Mother was advised how to get assistance with this. Mother reported physician might not allow pt to resume pump therapy because he is "not a good candidate." Three additional attempts were made to contact pt or mother, and these attempts were unsuccessful. It is unk what type of infusion set was used. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.